Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. The pink slide did not move forward. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a manual injection of insulin (u) was delivered and a water was consumed.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed; the pink slide insert was visible through the viewing window of the top housing. No bends, kinks or damages were observed on the soft cannula. The needle mechanism was inspected, and no issues were found that would result in a needle mechanism failure. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run.